Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The seal was analyzed and found to have damage in multiple areas. The accessory's upper housing was found to be broken. The broken pieces were not returned with the seal. The accessory's spacer/latch was also found to be broken. The damage was located on the grey levers. The complaint regarding physical damage was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the foreign object fell into the patient¿s abdominal cavity during the port placement. The customer removed all the instruments to inspect and found the cannula seal was damaged under the endoscope. It is unknown if the fragment was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cannula seal instrument was inspected prior to use, and no damage was found. The customer retrieved the fragments that appeared to have fallen but was unsure if all of them have been retrieved. The post-operative tests and additional surgical procedure were not performed. The surgical staff did not feel any resistance upon removal of the instrument through the cannula seal. It was unknown what caused the accessory to break and how broken they were, but there was no collision occurred during procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.